Event description:
It was reported that a burr hole reservoir (#fv039t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the reservoir caused an underdrainage in combination with a progav 2.0 shuntsystem. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, 8 months, height: 105 centimeters (cm), weight: 17 kilograms (kg), gender: male. Same incident as medwatch# 3004721439-2023-00234.

Manufacturer narrative:
No sample available. The manufacturing data were recorded and checked. No deviation could be determined.